Event description:
Customer alleges the lever from the lift is disconnected from the part that presses onto the hydraulic part. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rha450-1, serial number/date code (B)(4) is approximately 9 years 6 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's preexisting medical condition is stated as (B)(6). The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the lever on the lift is disconnected from the hydraulics. When the consumer was being lifted from a wheelchair, after one crank the lift started to slowly lower the consumer back into his wheelchair. The lift has allegedly been quarantined and a new one is being delivered. No RMA has been issued at this time for the return of the damaged lift. No injury or medical intervention alleged.